Manufacturer narrative:
The awareness date was originally (B)(6) 2020. However additional information was received by bd on 11/3 which changed the reportability. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate was cracked. The following information was provided by the initial reporter: "when unpacking, the customer found that several tubes were broken."